Event description:
While the ventricular lead was being repositioned and upon reinserting the atrial lead into the header, blood was noted within the insulation of the atrial lead. The physician attempted to squeeze the insulation and he could - move - the blood so, it was definitely inside the lead. At this time it was decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.